Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
It was reported via sales rep that the tip broke off. He further states that the surgery could be finished using an alternative device.